Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead was scheduled for lead revision. The physician called to evaluate the rv lead because of the perforation concern. Moreover, the sensing and impedance both dropped significantly from implant and the threshold was significantly elevated. Subsequently, the rv lead was surgically explanted. No additional adverse patient effects were reported.